Event description:
It was reported that the lead was explanted due to increased threshold. An insulation damage was visible during explantation. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes, upon receipt, the lead under complaint was found cut 5.5 cm distal to the is-1 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through 5 cm, 12 cm and 20,5 cm distal to the is-1 connector pin. The abrasion was consistent with exposure to constant friction against the generator housing. Furthermore, the insulation was found rubbed through 48 cm distal to the is-1 connector pin. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. The lead tip including the fixation helix was found covered in fibrotic growth, which is assumed to be the root cause of the reported increased pacing threshold. Further damages such as stretched inner and outer coils probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.